Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was cracked. Reportedly, the customer could not provide how the touchscreen became damaged and the pump did remain functional after the crack. The customer's blood glucose was 130mg/dl. The customer reported the pump would continue to be used for insulin therapy.